Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead was capped due to a high voltage impedance issue. No further information was available.

Event description:
Additional information received noted the issue was observed during routine follow up in clinic. The patient was asymptomatic. The patient was in stable condition before, during, and after the procedure.